Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant creatinine and sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: creatinine initial result = 59 umol/l, repeat = 279 umol/l. Sodium initial result = 200 mmol/l, repeat = 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant or erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed discrepant creatinine and sodium results generated on the alinity c processing module for multiple samples. The following example data was provided: creatinine initial result = 59 umol/l, repeat = 279 umol/l sodium initial result = 200 mmol/l, repeat = 140 mmol/l no impact to patient management was reported.